Manufacturer narrative:
(B)(6) 2019: initial investigation report attached is on retianed samples only. Final investigation on returned samples is still pending. (B)(6) 2019: final investigation report attached is on the actual used device. - attachment: [qc190424-201 (initial invesitgation).pdf, qc190424-201 (final report).pdf]

Event description:
Patient had been dialyzing on a bed for approximately 35 minutes and complained of feeling unwell; patient's fistula arm was covered by a thick blanket despite company policy to the contrary. Patient was hypotensive, ashen and clammy. The blanket was removed from fistula arm and staff found that approximately 300 - 400ml of blood leaked and stained the patient's sheet. Nurse in attendance disconnected the blood line from the venous needle; in order to give normal saline directly to the patient, and noticed a leak from the fistula needle hub. Patient's blood was returned through their arterial needle. Patient's hemoglobin was high (around 12g/dl) pre-treatment and has recovered well. Customer confirmed that the patient was assessed prior to treatment and no issues were noted at the time of connection. Staff also confirmed that the dialysis machine did not alarm at any point during treatment and patient has returned for their next regular scheduled treatment without further complications.

Manufacturer narrative:
On (B)(6) 2019: initial investigation report attached is on retained samples only. Final investigation on returned samples is still pending. [(B)(4)].

Event description:
Patient had been dialyzing on a bed for approximately 35 minutes and complained of feeling unwell; patient's fistula arm was covered by a thick blanket despite company policy to the contrary. Patient was hypotensive, ashen and clammy. The blanket was removed from fistula arm and staff found that approximately 300 - 400ml of blood leaked and stained the patient's sheet. Nurse in attendance disconnected the blood line from the venous needle; in order to give normal saline directly to the patient, and noticed a leak from the fistula needle hub. Patient's blood was returned through their arterial needle. Patient's hemoglobin was high (around 12g/dl) pre-treatment and has recovered well. Customer confirmed that the patient was assessed prior to treatment and no issues were noted at the time of connection. Staff also confirmed that the dialysis machine did not alarm at any point during treatment and patient has returned for their next regular scheduled treatment without further complications.